Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted however a specific value was not provided (mid 200s mg/dl). Customer indicated that a bolus via the pump would be administered. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.